Event description:
It was reported that the programmer was stuck on a vitatron screen. The service disk was run, but after that, the programmer booted to a blank screen. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the programmer booted up with a white screen and would not advance any further. The cursor appeared on the screen and was responsive to the stylus pen. The cause of the reported behavior could not be determined, however, reloading the software corrected the issue. The programmer face plate was also noted to have one loose screw.